Manufacturer narrative:
The hillrom technician found the head end brake/steer caster needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head end brake/steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).